Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a bilateral case of "2+" diffuse lamellar keratitis (dlk) on day one post lasik procedure. Reporter indicated the patient was instructed to increase eye drop medications, and dlk was resolved seven days post procedure. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
At the visit on site, the clinical applications specialist investigated the surgeons procedure. The investigation revealed that the reported diffuse lamellar keratitis (dlk) cases are related to a syringe (single use). The customer did first change the sterilization process and later the single use tools. After the change of the syringe, dlk disappeared. The system can be excluded as a contributing factor. There is no indication a device malfunction caused or contributed to the reported event. The root cause can be determined as the use of a particular syringe which is not related to a company product. Based on investigation findings, the reported event no longer meet reporting criteria. (B)(4).